Event description:
It was reported that insufficient flush occurred. A nav mifi oi was selected for a left atrial flutter ablation procedure however the catheter failed to power flush and would only drip. The catheter was never used in the patient the catheter was exchanged with a intellanav mifi oi. No patient complications were reported.

Manufacturer narrative:
Visual inspection revealed dried body fluid found on the handle. Dried saline found on the distal end and inside several irrigation ports. Luer fitting and irrigation tubing appear normal. A syringe filled with saline was connected to the luer fitting. As the plunger was depressed, saline exited normally through the irrigation ports. The syringe was replaced with a metriq pump. Irrigation output at the distal tip appeared typical at 2, 5, 30 (ablation rate) and 60 (purge rate) ml/min. The distal tip was then suspended inside a glass beaker. Pumping saline through the device at 30ml/min for 5 minutes, the beaker contained approximately 148ml of saline, which was within spec. The irrigation port flow volume met specifications and no anomalies were observed. If there is any further relevant information obtained, a supplemental medwatch will be filed.

Event description:
It was reported that insufficient flush occurred. A nav mifi oi was selected for a left atrial flutter ablation procedure however the catheter failed to power flush and would only drip. The catheter was never used in the patient the catheter was exchanged with a intellanav mifi oi. No patient complications were reported.